Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion will be made available following engineering evaluation.

Event description:
It was reported that, "I receive a call today notifying me that a locking cap had come off the construct. The pt was returned back to the operating room, the screw was replaced along with a new locking cap."